Event description:
It was reported by the pt that the "device door" for the pump was opened, as seen on MRI. The pt had diarrhea and lost fifty pounds. It was also stated that the pt had no medication infused for the previous eight months and experienced withdrawal. The personal therapy manager (ptm) never worked in the eight months the pt had it. The pt suggested that the trial pump had been defective. The pt had type ii diabetes "which caused infection." The infection was unspecified and it was unclear if the infection related to any of the stated pt symptoms / or events. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)